Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. A b30 (scope communication) error was displayed due to a faulty scope socket. In addition, an image is displayed but instantly goes to a color bar due to a faulty scope socket. The front panel is cracked and discolored. The lens base was broken. The rear panel was slightly bent near power outlet. The chassis was slightly rusted, and rear partition was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported to olympus, the evis exera iii xenon light source displayed b30 (scope communication) error with multiple scopes. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.